Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample (sample ID (B)(4)) with an anti-fy(b) and anti-k yielded a false negative result when tested using biotestcell 3 on tango optimo. The customer returned the supposedly defective product, the anti-human globulin that was used for testing and also the patient sample that had caused the false negative test result. The patient sample was not labelled with an ID number but with "bsa pt." Our quality control laboratory tested the reagents sent by the customer with different samples and controls, e.g. Two different anti-fy(b) samples and an anti-k on tango optimo. The fy(b ) positive reagent red blood cells #1 and #3 as well as the k positive reagent red blood cell #2 of biotestcell 3 yielded correct positive results. All positive and negative reactions were correct. The patient sample was tested on tango optimo and yielded negative results. The patient sample was also tested in different tube techniques and the gel method. The patient sample showed negative results in all methods. Our quality control laboratory also tested their retained biotestcell 3 sample with different samples and controls, e.g. Anti-fy(b) and anti-k. All positive and negative reactions were correct. We did not observe any false negative reaction. Summary: testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by one of our field service engineers and found to be working within specifications.